Manufacturer narrative:
(B)(4). Radiographs received confirm the reported event. Investigation into root cause determination is in progress. Revision surgery has not occurred. Surgical technique cannot be ruled out at this time. Labeling review notes the following: "potential risks identified with the use of this device sys, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular of visceral injury."

Event description:
Surgeon reported that the xcore vbr implant had partially collapsed, resulting in a loss of vertebral body distraction. The pt was not injured and the surgeon has no plans for revision surgery at this time.